Manufacturer narrative:
A ge service rep performed an on site investigation. The primary transformer strapping was upgrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitors on the 9600 system would intermittently flicker and go black during a case. The 9600 system returned to normal after releasing the footswitch and the procedure was completed without further incident. No pt injury was reported.